Event description:
It was reported that during reprocessing a permanent cautery spatula instrument cautery post was bent. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The banana plug was bent sideways. A monopolar cord would not seat flush against the chassis due to the bending. Electrical continuity testing was performed and still passed. Engineering concluded the damage was likely due to mishandling additional observation not reported was a broken ceramic sleeve. The distal end of the sleeve had a .080 x .035 piece broken off. The sleeve exhibited scratch marks below the broken section. Evidence not conclusive, but breakage may be due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; broken ceramic sleeve, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.